Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14a20018 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number h14a20018. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis. While hospitalized the patient was given unknown antibiotic intravenously for peritonitis (dose and frequency not reported). On an unreported date in the next month, the patient started treatment with ip fortaz (dose and frequency not reported) for peritonitis. Treatment with fortaz was ongoing. Twelve days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available. This is report 1 of 3.